Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system was successfully implanted. However, after the device was implanted the patient coded and died from a suspected pulmonary embolism. Additional information was received from the field representative that confirmed the patient died on the same day the device was implanted, and that the pocket had been closed, but the patient was still on the procedure table. The field representative noted that the physician did not think the procedure caused or contributed to the death. Previously, the cause of death was reported as a suspected pulmonary embolism, but cause of death was unable to be confirmed. The device will not be returned, as it remained implanted.